Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h250 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h250 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an air alarm and noticed air inside the collect line. The customer checked the collect line and observed blood leaking from the needle-free injection port. The customer reported they put a luer lock syringe in the port and continued the treatment. The customer reported the treatment was completed and blood was returned to the patient. The customer reported the patient was in stable condition. The customer did not return product for investigation.